Event description:
It was reported that the patient's generator was replaced due to the reported high impedance. Per the company representative, the impedance was high pre-operatively and was then within normal limits once the generator was replaced. Pin re-insertion was not attempted with the explanted generator as the physician intended to replace the generator due to the desire for new features regardless. Product analysis was completed on the returned generator. Proper functionality of the pulse generator in its ability to provide appropriate programmed output current was verified. The septum of the generator was not cored, and therefore eliminating the possibility of a potential unintended electrical current path through body fluids. The device output signal was monitored for more than 24 hours in a simulated body temperature and results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current. A comprehensive automated electrical evaluation showed the device performed according to functional specifications. Per the impedance timestamps stored in the internal data of the generator, the date high impedance was first detected was observed. There were no performance or any other type of adverse conditions found with the pulse generator, outside of the previously reported high impedance. No further relevant information has been received to date. No known relevant surgical intervention has occurred with the suspect product, the lead.

Event description:
The patient was referred for a full revision due to high impedance. The patient experienced an increase in seizures and neck pain; assessed by the physician as likely related to the high impedance. The patient reportedly had x-rays performed which showed no evidence of lead breakage; the x-rays have not been received for review by the manufacturer to date. The patient's generator was disabled due to the high impedance and as the physician assessed the patient was likely not receiving full benefits from the vns. It was reported that the patient's generator was replaced and that the high impedance resolved once the generator was replaced. It was reported that the impedance value was checked 2 additional times with the patient in different neck positions and lead impedance was within normal limits. However, there is not enough information to date to conclude the high impedance was caused by incomplete pin insertion as pin re-insertion was not attempted with the explanted generator. There is not enough information to rule out an intermittent lead fracture to date. No known relevant surgical intervention has occurred with the suspect product, the lead, to date. No further relevant information has been received to date.